Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Root cause could be determine yet.

Event description:
The customer reported that their sipap unit is difficult to set to CPAP 8-9 lpm. According to the customer the float was unstable. There is no patient involvement in this reported event.